Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) outputs were measuring approximately ten percent higher than the programmed outputs. The epg is expected to be returned for service, but the current status of the epg is unknown. There was no patient involvement.